Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 07/15/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the allegations of a line through the display screen could not be verified because an additional failure prevented adequate investigation. The display screen was blank when the pump started, but did have audio tones and vibrations. There was no visible damage found on the display screen or the display wire. The display screen was re-seated and tested, but was found to still be blank. The screen was replaced with a test display screen. The test screen worked with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).